Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was notes that the insertable cardiac monitor (icm) exhibited under-sensing. The icm was reprogrammed. The patient was in stable condition.